Event description:
According to available information, this device was explanted and replaced due to leak in tubing at the junction of the pump. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (4241678) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on the longer exhaust tube of the pump. These were not sites of leakage. A separation was noted on the shorter exhaust tube of the pump near the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. Abrasion was noted on the exhaust tubing of cylinder 2. A partial separation was noted on the exhaust tubing of cylinder 2, near the strain relief junction. This is not a site of leakage. No functional abnormalities were noted with cylinder 1. Abrasion was noted on inlet tubing of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the shorter exhaust tubing near the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.